Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2021. It was reported that the device had failed. The procedure was completed with a different device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head was returned with a non-bsc device. It was also noted that the ligator head returned with three bands attached and all of them were overlapped and moved from their original positions. Part of the trip wire returned with the suture thread attached. It was noticed that the trip wire was cut and kinked. Further inspection shows that one tooth of the ligator head was slightly bent. No other issues with the device were noted. The handle assembly was not returned for analysis. The reported event was confirmed. The bands were moved from their original positions and overlapped indicating a deployment failure possibly related to the damages observed on the ligator head teeth. This damage could have been caused by user manipulation while setting up the device and/or some extra tension applied to the whole device that caused the ligator head teeth to bend and break. Once the ligator head teeth are damaged the suture thread can experience difficulty releasing the bands and deployment failure. The cut observed on the trip wire was inspected under magnification revealing that a mechanical tool was used to perform the cut, and this may be related to some technique applied by the user to separate the device from the endoscope as part of the procedure. Additionally, the trip wire was found kinked. This could have been generated due to user manipulation and/or the technique used during the procedure. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2021. It was reported that the device had failed. The procedure was completed with a different device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.